Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc1avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) and delivery system perforated through the anterior free wall of the right ventricle and the patient suffered from cardiac tamponade and pericardial effusion. The patient was auto-transfused with at least two liters of blood and ventricular fibrillation (vf) arrested twice in electrophysiology lab with successful cardioversions. The leadless ipg was attempted/not used and the patient was taken to operating room for repair of the perforation. The patient remains intubated in intensive care unit and has regained heart function however, there is concern for gastrointestinal bleeding and neurological deficits. No further patient complications have been reported as a result of this event.